Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported there was an unknown catheter/pump product issue. It was also reported that there was an unknown product issue with the personal therapy manager. It was noted that the manufacture representative was given the patient¿s name as having ¿issues.¿ it was unknown what the pump system was delivering. Additional information received reported that this patient was having ¿problems.¿ additional information has been requested, but was not available as of the date of this report.